Manufacturer narrative:
Analysis was unable to prime during prime test due to faulty force sensor resistor. The insulin pump was received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube , missing end cap sticker and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin was squirting out during manual prime process. The customer's blood glucose was 186 mg/dl at the time of call. The customer state that the insulin continued to drip after letting go of the act button during prime process. The customer stated that the motor did not slow down nor did numbers ramp up on the screen. The customer stated that the drive support cap appeared normal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.